Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not crossing. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section e other occupation, initial reporter facility name a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients and orders were not crossed. A technical support specialist (tss) ran patient query was run on non-admitted patients to check if any data had been received within the past month, but nothing was found. The customer was asked if there was a way to re-admit these patients. In the meantime, a manual admission was attempted for one of the test patients testfive and it successfully displayed on the test station that customer was using, confirming that the server was sending patient status updates to the station. The tss informed the customer about psp of the updates and the request to re-admit the existing patients to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the orders were not crossing. The customer stated that the user had used an alternative station to obtain the medications and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.